Manufacturer narrative:
This complaint is confirmed. Eighteen 139112ext were received in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection found that the devices exhibited signs of an angled seal. All devices were dye leak tested per procedure. Dye leak testing found that samples 1-5 and 7-18 all failed dye leak testing. These defects were likely caused during the sealing process during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. The IFU advises the user that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or the devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, ultraclean electrodes, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.